Event description:
It was reported that two days after a gastric bypass procedure, that due to low urine output, the pt had a re-op. The pt began to have kidney failure and then her organs started to shut down and she died. The surgeon stated the leakage was caused from the incorrect loading of the device. During the procedure, the device reportedly had been loaded incorrectly and consequently caused the device to cut but not staple. The surgeon went in laterally and re-stapled the section of the staple line. Due to the location of the staple line, there was poor visualization and the surgeon was only able to leak test the proximal portion of the staple line. No leaks were detected and the pt was closed.

Manufacturer narrative:
Info not available, device not returned for analysis.